Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted in a spaceoar vue implanted procedure on (B)(6) 2023. During the procedure was noted that the applying physician had to move his needle in all kinds of directions, it was noted the physician was not able to locate the position on the ultrasound. When the position was located the physician moved forward with the hydrogel injection. Several weeks later it was noted there was a rectal wall injection. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 captures the reportable event of gel misplacement non-vascular.